Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 unspecified spectrum iq pumps under infused on secondary infusions. The vancomycin with 250 ml bag and 80 ml left after infusion was complete. The 50 ml was flush and then add another flush of 30 ml to complete the infusion. The drip were dripping from the secondary bag, never saw a drips from the primary bag of 250 ml 0.9% normal saline. The primary bag was hung properly below the secondary with the blue plastic hook that was hanging straight as far as it goes. The potassium 100ml infusion both had >20ml left in bags after infusions were finished. Magnesium secondary had 35ml left in bag after 'infusion complete'. These were 3 different pumps. The event happened during patient use. There was no known patient injury or medical intervention associated with this event. No additional information is available.